Event description:
A nurse reported that following insertion of the intraocular lens (iol), the particulate matter was discovered on the lens after insertion. The surgeon removed the lens and replaced with a new lens during the initial procedure. Additional information was received stating the patient was not hospitalized for the event and there was no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned in the lens case inside a specimen cup. The lens was microscopically examined. Viscoelastic and dried blood were observed on the lens surface. The lens had been cut into two pieces, typically of a removal. One returned optic portion had a large scrape mark on the anterior surface with material removed and adhered to the second optic portion. This damaged area and the removed material may have been interpreted as the reported complaint. No foreign material was observed. Qualified associated products were indicated. The root cause for the reported foreign material could not be determined. The lens was examined and no foreign material was observed. This damaged area and the removed material may have been interpreted as the reported complaint. The root cause for the observed lens damage could not be determined. Damage to the anterior optic surface may occur if there is a plunger override during advancement. The manufacturer internal reference number is: (B)(4).